Manufacturer narrative:
H.6. Investigation: four safetyglide blister packs confirmed to be from batch #9003593 (B)(4) were received and evaluated. One of the of the packages was opened and empty. Three of the packages were fully sealed and contained safetyglide needle assemblies. All the samples were observed to contain a piece of hair larger than level 3 in size and are rejectable per product specification. Potential root cause for the foreign matter defect is associated with the manufacturing personnel. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that a single hair had been sealed into the packaging of 4 individually wrapped, sterile bd safetyglide¿ needles, and found before use. The following information was provided by the initial reporter: "I am writing today about some sterility concerns with bd safetyglide needles 18g x 1 ½. Our IV technician discovered a single hair in 4 different wrapped sterile needles. All have the same lot #9003593."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a single hair had been sealed into the packaging of 4 individually wrapped, sterile bd safetyglide¿ needles, and found before use. The following information was provided by the initial reporter: "I am writing today about some sterility concerns with bd safetyglide needles 18g x 1 ½. Our IV technician discovered a single hair in 4 different wrapped sterile needles. All have the same lot #9003593."